Event description:
Patient monitor was set up to perform a swan-ganz insertion procedure, and the procedure had begun. During the procedure the monitor's display suddenly showed vertical lines atop its normal display, which caused viewing difficulties. The clinician requested another monitor be brought into the procedure room by another nurse. The procedure was delayed due to this malfunction. The reporter indicated the patient's IV lines were not in at this time due to the central line being in position. The reporter described that the patient's drugs were discontinued at this time (no explanation given). The clinical staff discontinued the patient's vasopressor medication to maintain the blood pressure. The central line was set up on the second monitor, the monitor was set up for the insertion procedure, and the procedure was completed. Subsequent to this procedure, this patient expired.